Event description:
It was reported by the rep that an er320 was used during a laparoscopic cholecystectomy. It was reported that the device misfired. There was no pt consequence. Any other info and how case was completed are unknown.